Event description:
Incarceraton of small bowel through mesh after repair of incisional hernia (transverse umbilical incision ). Mesh implanted in 2006, explanted 2006. Patient in ccu for two days. Patient died. Complainant did not know cause of death. No autopsy performed.